Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The same day as event onset, the patient was hospitalized. The patient was treated with unspecified antibiotics (ongoing, dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.